Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12mar2020.

Event description:
The customer reported a failed nav ring. They also mentioned problems with their touchscreen, which were resolved on their own through information and troubleshooting advice from technical support. The customer reported that the settings could be changed via the touchscreen, but it is unknown if the touchscreen exhibited further problems that could interfere with delivery of therapy. There was no patient involvement. The manufacturer's remote service engineer could not duplicate the nav ring failure. The service engineer did provide troubleshooting support in response to the customer's touchscreen issues, which had to do with the software version they were using. There was no touchscreen part repair necessary.

Manufacturer narrative:
G4: 29jun2020 b4: (B)(6)2020 the front bezel which included the navigation ring was returned to failure investigation(fi) for analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020. B4: 21apr2020. The manufacturer¿s field service engineer (fse) replaced the bezel to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:(B)(6) 2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.